Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after completing a cardiac ablation procedure with a thermocool smarttouch sf (stsf), the patient experienced pericardial effusion treated with pericardiocentesis to drain blood. The patient was taken to the operating room (or) for surgery. A pericardial effusion was noticed while using intracardiac echocardiography (ice), towards the end of the case, after ablation was completed. The intervention team used another form of ultrasound to confirm. The pericardiocentesis procedure was completed to drain the blood, and the patient was taken to the operating room (or) for surgery. The status of the patient was unknown at the time of initial reporting. The soundstar® catheter was in the body when the issue was noticed. The physician¿s opinion of the event was that neither catheter, stsf nor soundstar caused the issue. However, the ablator was in the area in question (left ventricle) and the soundstar was in the right atrium/right ventricle. Additional information was received which indicated that the patient expired. However, the date of death, as well as the cause of death is unknown. The physician¿s opinion on the cause of cardiac tamponade was patient condition related. No relevant tests/laboratory data, and other relevant history/preexisting condition reported was valve replacement. No transseptal puncture site was performed during the procedure.